Event description:
It was reported that the revision surgery was performed as it was reported the acetabular cup "spun out". The bhr products were implanted in (B)(6) 2005 and revised in (B)(6) 2005. Both resurfacing devices were removed at the time of revision. However, the surgeon did not fault the femoral head.

Manufacturer narrative:
Please reference related MDR 3005477969-2010-00197.